Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s right eye. During a post-operative exam the patient reported that their computer vision is terrible and their reading is not good. The iol was explanted in a secondary surgery and replaced with a non-johnson and johnson lens model en+21.0. The patient¿s best corrected visual acuity (bcva) pre-operatively was reported as 20/20 -1. Post-operative bcva was 20/20 -1. The customer indicated that they followed the directions for use. There was no unplanned incision enlargement, sutures vitrectomy or delay in the procedure. No medication outside the standard of care was required. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 11, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: two lenses were received inside separate plastic bags with a piece of foam. These lenses were received for the same returned goods authorization (rga). Since it could not be confirmed which event belongs to which lens, both lenses were evaluated in each investigation. Evaluation results are provided in this manufacturer report number and in manufacturer report number 3012236936-2025-0003212. Visual inspection under magnification was performed on the suspect product and found the first lens (lens #1) was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drn00v model lens. The second lens (lens # 2) was visually inspected and found the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drn00v model lens. No further issues were observed. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.